Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a couple of days post implant, noise with oversensing and inhibition was noted. The noise was reproducible with patient movement. The pulse generator was removed and replaced.